Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 05-dec-2018. It was reported that crossing difficulties were encountered. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed a stent damage. A synergy ous mr 2.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent row 6 was damaged with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found that the inner/outer shaft polymer extrusion was kinked at 55mm distal from the wire exchange port. This type of damage is consistent with excessive force that could have been applied to the delivery system. No other issues were identified during the product analysis.